Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture positive for (B)(6) in a (B)(6) male patient coincident with homechoice peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient's nurse contacted baxter technical services to request assistance in ending the patient's pd therapy session. The nurse stated the patient had experienced a cloudy drain and his daughter planned to take him to the hospital. The technical services representative provided the requested assistance. On (B)(6) 2010, additional information was obtained from the pd nurse: on (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the bacterial peritonitis. The bacterial peritonitis was ongoing. It was not reported whether the patient remained hospitalized. Pd therapy was ongoing. The nurse believed the bacterial peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
Asku

Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.